Event description:
It was reported that there was a loss of motorized table movement. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake was cleaned during the service call. The system was tested and found to be working as intended and put back into service.